Event description:
It was reported that the patient underwent a surgical procedure with growth rods at t2-l3 to treat scoliosis. The patient underwent an extension procedure 6 months later. Five months post-op, it was found that the left rod was broken at t11-12 and the patient underwent a revision surgery to replace the broken rod and domino. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.